Event description:
Meter was reading inaccurately high. The medical affairs specialist spoke with the pt 2 days later. The pt takes lantus insulin 40 units each am with 10 to 15 units of novolog insulin, dependent on their meter reading. Pt's meter reading. Pt takes novolog insulin at lunch, dinner, and bedtime, adjusting it based on pt's meter reading. At 9:15 pm the pt obtained a result of 349 mg/dl on the reported meter. Pt took 15 to 18 units of novolog insulin. Pt did not recall the specific amount. At 12:03 am pt's spouse found pt perspiring in bed. Pt was incoherent. Spouse tested pt with the meter and obtained a result of 139 mg/dl. Pt did not retest to see if the result was correct. Spouse called emt. A result of 28 mg/dl was obtained on the emt meter about 20 minutes later. The paramedics started an IV and had the wife give the pt a peanut butter and jelly sandwich and orange juice. The pt became fully conscious and was not taken to the hospital. The pt stated that pt has had to call emt on other occasions for hypoglycemia. Pt will be seeing physician tomorrow. The pt stated that the test strips were about two weeks old and pt always tightly caps the test strip container. The customer care representative walked pt through a control solution test; the result of 109 mg/dl fell within the specified control solution range (99-134 mg/dl). The quality control test passed; however, the meter reading of 139 mg/dl was inaccurately high compared to the pt's symptoms of hypoglycemic, there is a possibility that the previous result of 349 mg/dl was also inaccurate high. As the pt based pt's insulin dosage on the meter reading and later became hypoglycemic, there is an indication that the product contributed to pt's experiencing injury and medical intervention. The event meets the criteria for a medical device reportable as an adverse event. The meter was replaced.